Event description:
Additional information was received on 22mar2019. It was reported that the patient was taken by ems to external facility ed for aicd shock x2 on (B)(6) 2019. Transferred to (B)(6) and admitted (B)(6) 2019 subject was discharged to home in stable condition with plans to follow up with scheduled (B)(6) 2019 outpatient clinic appointment. Subject missed (B)(6) 2019 appointment and echocardiogram and was rescheduled and seen in clinic on (B)(6) 2019. The patient was seen (B)(6) 2019 at the arrhythmia services of (B)(6) and the interrogation of the device indicates all measurements are within normal limits and the device is functioning appropriately. There were no sustained ventricular tachyarrhythmia's or spontaneous therapies stored in the device since implant. There were multiple mode switch episodes, only seconds each and review of the egms show atrial over sensing at times rather than true arrhythmia. Patient presented to ed on (B)(6) 2019 aicd interrogated in ed by ep and no aicd firing; patient to f/u with ep as outpatient. Patient had ICD checked on (B)(6) 2019 via remote interrogation system at (B)(6). Per progress notes: ¿interrogation of the device indicates all measurements are within normal limits and the device is functioning appropriately. There were no sustained ventricular tachyarrhythmia's or spontaneous therapies stored in the device since the last interrogation. The patients next device interrogation will occur in 3 months. Patient is scheduled for ep visit on (B)(6) 2019. Patient is scheduled for right heart cauterization on (B)(6) 2019. Patient was seen in the ed on (B)(6) 2019 and per ep notes below: the 61 yo patient with pmh of severe ischemic cmp / ef 10-15% s/p heart mate 3 lvad (destination therapy) in (B)(6) 2018, recent ICD generator change (sjm d-ICD) in (B)(6) 2018 and subsequent rv lead revision (B)(6) 2019 for under sensing during vt, recurrent vt on amio and s/p multiple ICD shocks, cad s/p pci (rca in 2012 and lad in 2013), copd who was admitted for another episode of aicd shock. Ep service consulted for vt management. Per report, patient has been feeling more dyspnea with exertion lately to the point that he could barely walk from his bedroom to his bathroom. At about 2am on (B)(6), he felt an episode of aicd shock which prompted him to present to the hospital. He otherwise denies any palpitation, chest pain, lightheadedness or syncope episode. No increase in weight or lower extremity swelling. Lvad readings were within normal limits. Interrogation of ICD was performed which showed no vt/vf episode or any device shock, as detailed below. Of note, patient was recently admitted (B)(6) for fast vt / cl ~210ms and ICD shocks. He was loaded with amiodarone which he continues to take 400mg bid. Patient was discharged (B)(6) 2019 to home with plans to follow up with ep as outpatient. Visit (B)(6) 2019: denied lightheaded, dizziness, blurry vision or headaches. Reports weight gain, abdominal distention, and edema from time to time. Has been taking extra lasix in evening about once a week. Pa increased am lasix dosage 60 mg daily. Review of cardiovascular systems: denies syncope, presyncope, chest pain or pressure, palpitations. No edema or overt jvd. Hm3 functioning wnl no active alarms or events in log files. Vad hum normal. Increase lasix to 60 mg daily. Increase potassium chloride to 40 meq daily. Cardiac rehab script given. Script given for monthly labs.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient experienced two aicd discharges on (B)(6) 2019 and was admitted. Device interrogation showed ventricular tachycardia with failed 25j shock. The patient subsequently had a successful 36j shock and was given IV amiodarone. The center planned to change the aicd settings so that the first shock is 36j. Interrogation also showed one episode of mmvt of 210bpm, which was treated with atp and led to degeneration of vf. The issue was successfully treated with a 25j shock on (B)(6) 2019. The hm3 IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2019 that the patient had recent rv lead revision on (B)(6) 2019 for under sensing (B)(6) 2019. Presented to osh with aicd discharge x2 (B)(6) 2019 admitted. During device interrogation with vt, failed 25j shock, appropriate redetection and successful 36j shock tx with IV amiodarone, continue oral load; plan to change settings such that first shock is 36j interrogation of ICD shows one episode of mmvt at rate of 210 bpm which treated with atp (7 bursts at 244 msec) which led to degeneration vf treated successfully with 25j defibrillation (B)(6) 2019 and was discharged to home continuing on amiodarone 400 mg po bid and follow up with ep as outpatient. No further information was provided.